Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and scratched reservoir tube window.

Event description:
It was reported that the customer heard a grinding noise when the plunger was moving toward the reservoir. The customer's father stated that she had also been experiencing high blood glucose levels. The customer's blood glucose was 300 mg/dl. Troubleshooting was done. The customer had been treating the high blood glucose with insulin pump therapy. Troubleshooting could not be fully done because the customer's father declined continuing the troubleshooting midway. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.